Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting an arctic sun device probe out of range alarm and could not start therapy. Sn # (B)(6) was provided, but that did not seem to be an arctic sun device located at that location. Rectal probe in place, nurse stated they have already replaced the rectal probe. Suggested seeing if the rectal probe will read on the bedside monitor, if connection was compatible. Explained that if two temperature probes did not register the temperature-in cable likely needs to be replaced. Nurse stated they will replace the temperature in cable.

Event description:
It was reported that they were getting an arctic sun device probe out of range alarm and could not start therapy. Sn # (B)(6) was provided, but that did not seem to be an arctic sun device located at that location. Rectal probe in place, nurse stated they have already replaced the rectal probe. Suggested seeing if the rectal probe will read on the bedside monitor, if connection was compatible. Explained that if two temperature probes did not register the temperature-in cable likely needs to be replaced. Nurse stated they will replace the temperature in cable. Per follow up information received via phone on 17dec2024, spoke with charge nurse, who confirmed biomed replaced the cable during therapy. They paused therapy and exchanged cable. No further issues during treatment and denied any further repairs or troubleshooting. Cable was disposed of.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature cable. Rectal probe in place, nurse stated they have already replaced the rectal probe. Suggested seeing if the rectal probe will read on the bedside monitor, if connection was compatible. Explained that if two temperature probes did not register the temperature-in cable likely needs to be replaced. Nurse stated they will replace the temperature in cable. Spoke with charge nurse, who confirmed biomed replaced the cable during therapy. They paused therapy and exchanged cable. No further issues during treatment and denied any further repairs or troubleshooting. Cable was disposed of. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.